Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, immune status, and other co-morbidities), mechanical stress related to the valve¿s hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards¿ tissue valve due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the cause of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. A manufacturing deficiency was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm bioprosthetic aortic valve was explanted after an implant duration of approximately four years, and five months due to severe aortic stenosis. Intra-operatively, the aortic valve was examined and found to be heavily calcified with fronds of calcium on the leaflets and calcium extending to the leading edges of the leaflets themselves. Leaflets were rendered essentially immobile. The explanted device was replaced with a 23mm edwards aortic pericardial valve. The patient was transferred to the intensive care unit in stable condition.

Manufacturer narrative:
(B)(4).